Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
Software failure due to error code 810.9070. Communication error. Cracked rear case . Cracked front case. Corroded iui's. 04/17/2018 14:04:32 rfc_repairs (rfc_repairs) po for (B)(6) . Po # (B)(4) is just a reference po, will provide actual po when I receive it from purchasing. Units need to be updated t o 9.33 before shipping back. 04/24/2018 14:43:51 (B)(6). Note to tech: please submit an estimate for this unit for customer approval. 04/30/2018 10:46:16 (B)(6). Waiting for po approval. 05/16/2018 08:27:31 (B)(6). Waiting on (B)(6) regarding a decision on this unit. Per (B)(6) , she previously stated that their hospital is looking into their lease agreement for units. Emailed (B)(6) for a follow up. 06/08/2018 07:17:14 (B)(6). Emailed (B)(6) to follow up regarding the approval for the repair on this unit. Notified maria that we need a decision as soon as possible, otherwise the unit will be returned back un-repaired. 06/12/2018 13:03:32 (B)(6). Minor repair needed per (B)(6) , service tech. Repair approved by (B)(6) for (B)(6) . New po# is (B)(4). 06/13/2018 08:59:39 (B)(6). **note to tech: per (B)(6) , please do not flash the unit to 9.33. Please keep the current software version on their unit since the software upgrade has been put on hold at their hospital. 06/14/2018 12:25:54 (B)(6). (B)(4).